Manufacturer narrative:
Patient medications include lisinopril, metformin, and rosuvastatin (crestor). (B)(4) ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4): the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent graft instructions for use states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to improper stent graft placement and branch vessel occlusion or obstruction."

Event description:
On (B)(6), 2011, the patient was implanted with a gore® tag® conformable thoracic stent graft to treat a penetrating aortic ulcer. During the procedure, the physician had reportedly planned to land the proximal end of the device at the mid-ostium of the left subclavian artery (lsa) due to a short landing zone. Upon deployment, it was noted the device had unintentionally covered the lsa. The cause of the unintended placement is unknown. A stent was implanted in the lsa to preserve blood flow, and the case went forward to completion without any further reported complications. The patient tolerated the procedure.